Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in a severely stenosed, mildly calcified, proximal left anterior descending artery. A non-bsc stent was placed, then a 3.5 x 20 agent drug coated balloon was used and was noted to be stuck inside of the previously implanted stent. The balloon catheter was removed by deep intubating a non-bsc guide extension catheter over the balloon and pulling it out. Another stent was placed and the procedure was completed. No patient complications were reported and the patient has been discharged. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an agent drug coated balloon. Functional testing could not be done due to the device being severed approximately 104cm from the distal end of the hypo tube. The plastic portion of the device showed damage in the form of necking or stretching approximately 25cm from the tip. It was also noticed that there was damage in the form of twisting and flattening approximately 23.5 to 25cm from the tip. The balloon showed evidence of stent markings consistent with interaction with the stent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in a severely stenosed, mildly calcified, proximal left anterior descending artery. A non-bsc stent was placed, then a 3.5 x 20 agent drug coated balloon was used and was noted to be stuck inside of the previously implanted stent. The balloon catheter was removed by deep intubating a non-bsc guide extension catheter over the balloon and pulling it out. Another stent was placed and the procedure was completed. No patient complications were reported and the patient has been discharged. This product is only ous approved but is similar to an approved us device.